Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display went blank and pump vibrate only. The customer¿s blood glucose level was 123 mg/dl at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. The insulin pump also received with cracked case(battery tube) and cracked battery tube threads.